Event description:
The physician claims that the initial device was implanted approximately ten years ago for a femoral-femoral bypass procedure. That device was explanted in 2009, due to the observation of aneurysm. The outcome of that procedure was reported to have been completed without a problem. This event was initially reported as involving a hemashield sealed graft, however, it was further reported that, since the device was implanted ten years ago, it could very likely be a non-sealed device.

Manufacturer narrative:
Being investigated. The explanted device that was returned to us has been sent out for pathological examination. A follow up report will be submitted once the results of that examination has been received.